Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room due to syncope and a fall. Interrogation revealed that the device detected high out-of-range right ventricular (rv) lead (model 7732, serial (B)(4)) impedance measurements and high threshold measurements. The device however did not safety switch from bipolar to unipolar. The physician suspected subclavian crush and the rv lead (model 7732, serial (B)(4)) was surgically abandoned and replaced. Three months later the patient again presented to the emergency room due to syncope and a fall. This time the patient fractured their spine at the c4/c5 region. Interrogation revealed high out-of-range rv lead (model 7732, serial (B)(4)) impedance measurements and high threshold measurements. The device again did not safety switch from bipolar to unipolar. The device was explanted and the entire lead system was surgically abandoned.